Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) after ventricular pacing. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2004; 4194 implantable pacing lead - (B)(6) 2008; 4076 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.